Manufacturer narrative:
The technician found the external audible alarm is inoperable the cause is unknown at this time. The technician replaced the external alarm with housing to resolve the issue. Based on the information, no further action is required.

Event description:
The technician reported the patient position module alarm is not audible. The bed is located in medsurg at the facility. There was no patient/user injury reported. (B)(4).